Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with no button response at act button due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 163 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and insulin pump was unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The inform the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Corrected the aware date.